Event description:
This device was implanted on (B)(6) 2012 and was explanted on (B)(6) 2013 due to set screw being down all the way and the terminal pin was in all the way. Capture and sensing could not be confirmed via the external programmer. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).